Manufacturer narrative:
It was reported that a small piece of plastic was found in an incision site. The piece was manually removed with forceps and the procedure continued without further incident. No serious injury resulted. We received a small piece of plastic that was reported to have fallen out of the lap sponges. During visual inspection it was confirmed that no plastic similar to the sample is used during production of the lap sponges. A root cause has not been determined, however due to the reported incident and in an abundance of caution, this medwatch is being filed.

Event description:
A small piece of plastic was found in an incision site.